Event description:
The customer contact reported that the device touchscreen would not respond. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not pass the touchscreen test. This was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.